Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cephalic duodenopancreatectomy, the black cable controlling the jaws of the fenestrated bipolar forceps instrument broke, resulting in delayed management of bleeding. The faulty instrument was removed from service and replaced with a backup instrument. The procedure was delayed by less than 30 minutes, and no other adverse consequences were reported. Further information will not be provided. The following information is unknown: the cause and source of the bleeding, the estimated blood loss associated with the complication, and if the bleeding was expected or unexpected.